Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient would check the implantable neurostimulator (ins) battery in the morning, it would be 100%, and it was still at 100% when the patient checks it in the afternoon. When the patient met with his local manufacturer representative (rep) to check the therapy, it showed the intensity was at 0. The patient stated he didn't know how it happened, but the programming was erased and the rep had to reprogram. No symptoms were reported at the time of the event. There were no further complications or anticipations reported with this event. [Refer to pe (B)(4) for information related to broken battery/software problem].

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported from the patient. They stated that the cause of the programming being erased and the intensity shooting down to 0 was unknown. They stated that they called in and were told to take the battery out (of the programmer). When they tried to get the battery out, the tab broke. They finally pried the battery out and reinstalled and it started working again. After the replacement battery all was working fine. No further complications were reported.